Event description:
Update: the pins were used over a 2-3 week period in approximately 10 cases before failure. The procedures were all navigated total knee replacements. The adverse event/malfunction is filed under aag reference (B)(4). Associated medwatch reports: 400483278 (9610612-2020-00003). 400483279 (9610612-2020-00736). 400477035 (9610612-2020-00750).

Manufacturer narrative:
According to our final reporting evaluation, this event is considered no longer reportable for the following reason: product risk analysis (pra) was updated and severity was reduced to 2(5) from 4(5). Investigation: we made a visual inspection of the product. The instrument was forwarded to the manufacturing area for examination. Jaw section holder was severely bent. Axle pin on jaw broken off at weld seam. Function is no longer given. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level ((2)5 severity x (3)5 probability of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: the way the jaw section holder is broken, a massive lateral force must have been applied to the holder. Presumably the instrument was used for levering. No defect can be detected on the production side; most probably a user error. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based on the investigation results, a CAPA is not necessary.

Manufacturer narrative:
Investigation results: no visible deviations could be found. Additionally the products were inspected with the technical product designer of r&d knee arthroplasty and a functional test was made. Based on the functional test, one of the eight products shows no deviation. Furthermore the products were send to the quality assurance of the production department for a destructive testing and further analysis. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are 1 similar complaints against the same lot number(s). Conclusion and root cause: due to the circumstance that the products have been sent to the production department for an analysis is this a preliminary report and it will be updated when we received a statement from the production department. The exact cause cannot be determined at this time. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product np1016r - 2-pin transmitter fixation element. According complaint description, the screws jam intra operative and was unable to tighten/loosen. These have been cross threading and the fixation screw jams, not allowing for the fixation element being able to be tightened or loosened. There are 5 in total and were not able to use, so they opened another set and use the same items from the 2nd set to complete the surgery. The procedure takes about 40min-50mins and the delay was about 5mins. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00736 (B)(4)